Event description:
The company was informed that the pt underwent urgent MRI procedure with the internal magnet in place. A compression bandage was used during the procedure since the magnet in the device was not removable. The pt has a brain tumor near the internal device. The pt was later explanted.